Event description:
It has been reported to us that occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and advanced it forward into the vessel. The physician noticed that the occlusion balloon had deflated unexpectedly. The physician removed the device and exchanged it for another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number of the device is known and a review of the device history record was conducted and did not detect any deficiences in the mfg process.